Manufacturer narrative:
H10: code 400(other): yielded jaws. D6: information unavailable. Based upon the inquiry information received and the visual and functional results, it was concluded that the jaws had become damaged and would not hold or form the clips properly. No conclusion could be reached as to how this damage occurred. If the jaws are closed over a hard object, the jaws can become damaged and will not form the clip properly. Each instrument is evaluated during the assembly process to ensure the jaws hold clips properly.

Event description:
The device was used during a laparoscopic cholecystectomy. It was reported by the rep. The clip was malformed and spitted. New device was used to finish the case. There was no consequence to the pt.